Manufacturer narrative:
(B)(4). (B)(6). Manufacture date: january 7, 2017 ¿ january 9, 2017. One actual folusor unit was received for evaluation. A visual inspection was performed and fluid inside the bag that contained the unit was identified. The cause of fluid inside the bag was visually identified to be an untightened red winged luer cap (non-baxter product). A functional leak test was performed by filling the unit with green colored water. After fill, the red winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. No signs of a leak were observed at the red winged luer cap. Baxter¿s blue winged luer cap was also used during the leak test and no evidence of leak was found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified, should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in a small volume folfusor after preparation with 4150 mg of 5fu and 3 ml of nacl. Fill volume was 97 ml. This issue occurred before use. There was no patient involvement. No additional information is available.